Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported event. The electrical characteristics of the lead were found to be normal. Mechanical and visual analysis found the helix in extended position and was clogged with dried body fluid/tissue, preventing it from retracting. Once the helix was cleaned, it was tested and found to function normally.

Event description:
The patient presented with an increase in threshold and sensing anomaly for days post-implant due to lead dislodgement. As a result, the lead was explanted.